Manufacturer narrative:
Product analysis summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 7232cx ICD, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had two right ventricular (rv) leads removed. One rv lead exhibited unstable thresholds and had fractured. This lead was partially explanted and replaced. The other rv lead had insulation damage and had fractured which resulted in inappropriate therapy to the patient. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.